Event description:
The reproter called and alleged discrepant results when comapred to a lab. The reported device result was 2.0 and 2.1 inr. The corresponding lab result was reported was 3.2 and 3.1 inr.

Event description:
The reproter called and alleged discrepant results when comapred to a lab. The reported device result was 2.0 and 2.1 inr. The corresponding lab result was reported was 3.2 and 3.1 inr.